Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2010 09:34:54. During night drain cycle one, the patient's ultrafiltration reading was 379ml, indicating the home patient (hp) drained 379ml more than their maximum programmed fill volume of 220ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. Homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass low drain volume alarm. Should additional relevant information become available, a supplemental report will be submitted.